Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. Further troubleshooting may occur later to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(4) 2017.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2021, wherein the ipg was explanted to address the issue.

Event description:
Additional information received identified surgical intervention may occur later to address the issue.

Event description:
Additional information obtained, identified the patient's ipg was deemed inoperable.